Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, adjustment of the o2 cell solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The review of received device's logs confirms occurrence of the turbine module communication error. Moreover, ambient air temperature sensor range error, air humidity (rh) sensor range error and inspiratory flowmeter temperature sensor range error have been found. The cause of generating mentioned technical errors was poor connection of the o2 cell. The o2 cell is connected to the inspiratory channel board, which the ambient air temperature and humidity sensor is located on. Therefore, the adjustment of o2 cell resolved the reported issue. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).